Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a transmitter battery issue occurred. On (B)(6) 2024, the patient stated the sensor transmitter ¿stopped working¿ stating that the transmitter was ¿beyond 90 days¿. However, the patient stated that the transmitter had only been worn less than 30 days and ended prematurely. The patient tried to re-pair the transmitter to his tandem insulin pump, and it did not work. The patient was experiencing weakness, lethargy, and vomiting. It was unspecified how much time passed between the transmitter battery ending and when the patient became symptomatic. The patient did not have a blood glucose (bg) meter to test his fingerstick reading. The patient¿s parent took the patient to the emergency room (ER). The patient was diagnosed with diabetic ketoacidosis and treated with IV fluids and insulin. The patient was discharged home after 24 hours in the ER. The patient was in good condition at the time of the report. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.